Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and seizure on (B)(6) 2019. Customer¿s blood glucose was unknown in the hospital. Customer was treated that with manual insulin and insulin pump. Customer stated that they had high blood glucose level of 527 mg/dl in the early morning. Customer stated that the drive support cap was normal. Customer stated that there was no air bubble and leak. Customer did not allege insulin pump for under delivering. The insulin pump will not be returned for analysis.